Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered various episodes of shock therapy, possibly due to atrial fibrillation (af) with rapid ventricular response (rvr). The af is unable to be confirmed as the device is single chamber for the right ventricular (rv), thus the device is functioning as expected. Therapy was exhausted for all three episodes, and boston scientific technical services (ts) recommends decreasing initial duration in the ventricular fibrillation (vf) zone. The patient was given medication for rate control. The device remains in service. No additional adverse patient effects were reported.